Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to view any patient or medication details. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a user not been assigned to the area in es server.the technical service engineer made changes in roles and areas to resolve the issue.the system functioned as intended after the technical service engineer troubleshot the device.